Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported event. The device was returned and evaluated. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the patient death. The device underwent an external and internal inspection which identified unrelated issues: door cover was found damaged and unit had no inner door gasket and backlight. The one hour simulated therapy was not successfully performed due to there being no inner door gasket. As a result, the door cover was replaced, the inner door gasket was installed and the keypad lighted cable was replaced. The device was repaired according to required procedures and it passed all check and calibration tests successfully during service. The device was then returned to the loaner pool in good working condition. The reported death could not be verified through the device evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis therapy on the homechoice machine. It was not reported if the patient was hospitalized prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is unable to be obtained.